Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed. The lead stiffness test was normal and within product specifications.

Event description:
It was reported that the patient experienced chest pain on day of implant. One week post-implant, the capture threshold had increased. Two weeks post implant, a perforation was observed via CT scan. A thoracotomy was performed. The lead was found to have penetrated the cardiac wall. The lead was explanted and replaced.